Manufacturer narrative:
The screw is not removable from dental implant. Implant had to be removed in another surgical intervention. The implant, including the screw, shows significant damage caused by removal, such as pressure marks and bruising. Significant damage was caused by removal. In this condition, it is impossible to loosen the locking screw. It cannot be verified whether the closure screw could not be loosened even before it was damaged. The implant batch was subjected to a 100% inspection during the manufacturing process to check the accuracy of the internal threads. No deviations were found. Probably, when the screw was screwed in, organic residues became lodged in the internal configuration of the implant, making it difficult or impossible to loosen the connection. The dentist must rinse the implant as mandated by instruction for use. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
The screw is not removable from dental implant. Implant had to be removed in another surgical intervention.